Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pains in my side/ constant pain') and vaginal cuff dehiscence ('vaginal cuff repair') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced vaginal cuff dehiscence (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ mixed with exhaustion and restlessness"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems / poor dentition"), arthralgia ("joint pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("periods have become very irregular"), mood swings ("mood swings"), crying ("crying spells"), muscle spasms ("muscle spasms") and restlessness ("mixed with exhaustion and restlessness"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), vaginal cuff repair) and teeth removed. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal cuff dehiscence, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal discharge, fatigue, migraine, headache, tooth disorder, alopecia, arthralgia, abdominal pain lower, back pain, menstruation irregular, mood swings, crying, muscle spasms and restlessness outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, crying, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood swings, muscle spasms, pelvic pain, restlessness, tooth disorder, urinary tract infection, vaginal cuff dehiscence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), uti, vaginal discharge, fatigue, migraine, headaches, dental problems, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 5, 6, 7 processed together. Social media content received. Reporter added. Events added- menstruation irregular, mood swings, crying. On 20-mar-2020: fu 5, 6, 7 processed together. Social media content received. Reporter added. Events added- muscle spasms, restlessness. On 20-mar-2020: fu 5, 6, 7 processed together. Social media content received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), vaginal cuff repair) and teeth removed. Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal discharge, fatigue, migraine, headache, tooth disorder, alopecia, arthralgia, abdominal pain lower, back pain and vaginal haemorrhage outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), uti, vaginal discharge, fatigue, migraine, headaches, dental problems, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- new events abnormal bleeding (vaginal), joint pain, back pain, lower abdominal pain, bleeding were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal discharge, fatigue, migraine, headache, tooth disorder and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), uti, vaginal discharge, fatigue, migraine, headaches, dental problems, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter, patient demographics were added. Updated suspect drug indication. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2013). Injury event was replaced with pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), uti, vaginal discharge, fatigue, migraine, headaches, dental problems, hair loss, patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal cuff dehiscence ('vaginal cuff repair') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced vaginal cuff dehiscence (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems / poor dentition"), arthralgia ("joint pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), vaginal cuff repair) and teeth removed. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal cuff dehiscence, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal discharge, fatigue, migraine, headache, tooth disorder, alopecia, arthralgia, abdominal pain lower and back pain outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal cuff dehiscence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), uti, vaginal discharge, fatigue, migraine, headaches, dental problems, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received : event "vaginal cuff repair" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.